Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device is suspected of early battery depletion. The device was explanted and replaced. However, post generator change procedure, the left ventricular (lv) lead was reading high impedance. The pocket was reopened and it was found that the setscrew on the header of the device for the lv lead was loose. The setscrew was tightened and the issue was resolved. The replacement device and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419688 lead implanted: (B)(6) 2011; 559445 lead implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.